Event description:
Implanted with bard avaulta mesh with constant complications including but not limited to back pain, hip pain, trouble and pain urinating, vaginal sores and discomfort during sex. Diagnosis or reason for use: bladder prolapse.